Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an "event" involving an external pulse generator in the operating room. The biomedical engineer had no more information than that except that the patient was not harmed and that the generator had been changed out. Per the biomed the generator had been bench checked and passed but that it was to be returned to the company for evaluation and confirmation of proper function. He did not have the model number for certain or the serial number, however. The status of the generator is unknown. No patient complications have been reported as a result of this event.